Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with no vibration during self test due to broken black wire in vibrator motor. Unable to perform basic occlusion, occlusion, excessive no delivery tests due to a33 alarm. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin pump did not vibrate when pressed act button. The customer will call back after changing reservoir and prime. The customer also reported via phone call indicating that the insulin pump alarm a33. The customer stated that the drive support cap is sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.